Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and required medical intervention by medical emergency technicians. The blood glucose reading was 50 mg/dl, which was treated with glucose tablets. The customer stated that she thought that the insulin pump would have recognized if she had too much active insulin in her body. She noted that she had eaten a small meal, treated for the carbohydrates, then ate another small meal and treated, followed by another small meal and correction. She stated that she may have overcorrected, advising that she had already spoke with her doctor regarding the issue. The emergency medical technician treated her with fast acting glucose but she was not hospitalized. Nothing further reported.